Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. The patient was switched to manual ventilation. There was no patient injury.